Event description:
A trilogy 200 ventilator was returned to a third-party service center for service. There was no serious harm or injury reported. There was no allegation against the device. During the evaluation of the device at the third-party service center, the device does not power on. The device's power supply board needs to be replaced to address the issue.